Event description:
A product issue on the subject stretcher was reported via medsun report #(B)(4) alleging a wheel lock issue but no specific patient incident or injury was associated with the issue. Upon further investigation with the end user, it was discovered the event associated with the subject stretcher involved restraints and not a wheel lock issue. It was reported while transporting a patient on the stretcher to an MRI trailer, the patient's weight shifted while traversing a threshold and the stretcher tipped over. Reported patient injury included abrasions to nose, arms, knees and toes. The patient was not restrained to the stretcher at the time of incident nor were the provided restraints installed on the stretcher at the time of incident. There was no allegation of product malfunction contributing to the incident and there has been no additional information provided on the patient's injuries. The end user conducted an internal investigation which included a corrective action to install the provided restraints onto the stretcher before placing it back in service.

Event description:
A product issue on the subject stretcher was reported via medsun report #(B)(4) alleging a wheel lock issue but no specific patient incident or injury was associated with the issue. Upon further investigation with the end user, it was discovered the event associated with the subject stretcher involved restraints and not a wheel lock issue. It was reported while transporting a patient on the stretcher to an MRI trailer, the patient's weight shifted while traversing a threshold and the stretcher tipped over. Reported patient injury included abrasions to nose, arms, knees and toes. The patient was not restrained to the stretcher at the time of incident nor were the provided restraints installed on the stretcher at the time of incident. There was no allegation of product malfunction contributing to the incident and there has been no additional information provided on the patient's injuries. The end user conducted an internal investigation which included a corrective action to install the provided restraints onto the stretcher before placing it back in service.